Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The initial reported malfunction that the runthrough ns device was fractured was determined not to be correct. Return sample evaluation by the manufacturing facility revealed the device had no fracture. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI number: this product code is not required to be registered with the FDA. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the runthrough ns device. Follow up communication with the user facility confirmed the following information: during the procedure the tip broke down; level: right coronary artery located in proximal third, the lesion was not calcified and did not presented tortuosity; location: proximal third, tortuosity: yes, calcification: yes; and there was no harm to the patient.